Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has the distal tip detached. Dimensional overall length was measured and was found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous artery of the left foot. A 300cm v-14 controlwire guide wire was advanced to the lesion for recanalization however the physician felt that the wire was going sub-intimal. An attempt was made to remove the guide wire but the wire became stuck in the calcification. The physician then pulled harder to remove the guide wire however the tip of the wire detached. The detached tip remained within the calcification of the lesion. There were no complications associated with the embedded tip so the physician decided to leave the tip. The physician was not able to pass any wire to the lesion so the procedure was concluded. No patient complications were reported and there was no trouble with the patient. The patient will be referred to surgery to treat the lesion.

Event description:
It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous artery of the left foot. A 300cm v-14¿ controlwire® guide wire was advanced to the lesion for recanalization however the physician felt that the wire was going sub-intimal. An attempt was made to remove the guide wire but the wire became stuck in the calcification. The physician then pulled harder to remove the guide wire however the tip of the wire detached. The detached tip remained within the calcification of the lesion. There were no complications associated with the embedded tip so the physician decided to leave the tip. The physician was not able to pass any wire to the lesion so the procedure was concluded. No patient complications were reported and there was no trouble with the patient. The patient will be referred to surgery to treat the lesion.